Event description:
Approximately 1/2 cm tear in distal end of cath was discovered when rn was flushing immediately after insertion. Insertion went smoothly, guidewire came out easily. There was no difficulty with procedure. The catheter had to be discontinued. Unable to place another PICC line.